Event description:
User received discrepant estradiol results for two ivf samples from the sample patient. First sample initial result 1160 pg/ml, repeat from another analyzer was 407.1 pg/ml. Second sample from 2008, initial result > 4300 on undiluted specimen and around 2000 pg/ml diluted 1:2, 1:5 and 1:10. Repeat on another analyzer gave 1394 pg/ml. No information provided to determine if any adverse events occurred. If additional information is received, appropriate notification will be provided.